Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported that during intra-aortic balloon (aib) therapy, an "optical sensor failure" alarm occurred, the sensor pressure display disappeared, and sensor calibration became impossible. Since support was still required, the balloon replaced it with another balloon and continued iabp therapy. No harm reported.

Manufacturer narrative:
Updated fields - b4, d4 expiry date, d9 device available for eval and date return to manufacturer, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 UDI number, lot number. The iab was returned cut in two parts with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. Additionally the optical fiber was found to be broken within the membrane approximately 21.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.